Event description:
It was reported the customer received a battery out limit alarm that they could not clear. Customer stated the alarm occurred while attempting to bolus. The customer also reported the escape button was unresponsive to clear the alarm. Customer's blood glucose was 105 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation and had operating currents within specification. No battery out limit alarms were noted. However, the insulin pump was received with a corroded battery tube. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and a cracked case at the display window corners.